Event description:
During follow-up, premature battery depletion was observed. No intervention has been performed at this time. The patient was in stable condition. Further information was requested but is not yet available.

Manufacturer narrative:
Further information was requested but is not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.